Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redx4803 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the sheath was found ruptured at the proximal end when in use. No other information was provided.

Event description:
It was reported that the sheath was found ruptured at the proximal end when in use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of damage on the microintroducer sheath is confirmed but the exact cause remains unknown. One photo sample of a microez microintroducer sheath was provided for evaluation. The dilator is not shown to be present within the sheath. Blood residue is visible on the sheath tip and within the pull tabs. There is a longitudinal split extending from the sheath tip on the device. The characteristics of the split surface could not be closely inspected from the image. Based on the information provided, possible contributing factors include material damage and advancement against resistance. Since the sheath was observed to contain a split, the complaint is confirmed but the exact cause remains unknown. H3 other text : device evaluaton findings are in the manufacturer's narrative.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damage microintroducer sheath is confirmed but the exact cause remains unknown. One photo sample of a microez microintroducer was returned for evaluation. The microintroducer is shown to be within a plastic bag. The dilator is not shown to be present within the sheath. A short, longitudinal split is visible extending from the tip of the sheath. Blood residue and evidence of use is visible on the device. Based on the information provided, possible contributing factors include damage during handling and damage during use. Since a split in the sheath was observed to be present, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the sheath was found ruptured at the proximal end when in use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged peel-apart sheath was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 4.5fr x 5cm microintroducer peel-apart sheath. The vessel dilator was removed and was not returned for evaluation. Usage residues were observed on the sheath. The sheath was not peeled. A longitudinally aligned split was observed at the distal tip of the sheath. Microscopic inspection of the split revealed a granular fracture surface. Slight deformation was observed at the distal tip of the sheath. The split features were consistent with damage caused by material shrinkage during curing/storage at the manufacturing site. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that the sheath was found ruptured at the proximal end when in use. No other information was provided.